Manufacturer narrative:
Supplemental MDR 2247117-2020-00096_s1 was filed on 16-dec-2020. Correction (16-dec-2020): section b4 of MDR 2247117-2020-00096_s1 indicated the MDR was filed on 17-dec-2020.

Manufacturer narrative:
The initial MDR 2247117-2020-00056 was filed on 16-oct-2020. Additional information (07-dec-2020): siemens regional support center (rsc) reviewed the available information and found a water quality test passed and human chorionic gonadotropin (hcg) quality control results were acceptable. Siemens headquarters support center (hsc) requested additional information related to pre-analytics, sample handling and patient clinical status. No further information was provided. The cause of the falsely elevated human chorionic gonadotropin test result is unknown. Contributing factors such as sample integrity and preanalytical variables potentially contributed to the falsely elevated human chorionic gonadotropin test result. The instrument is performing within specifications. No further evaluation of the instrument is needed. Supplemental MDR 2247117-2020-00050_s1 was filed for the same event.

Manufacturer narrative:
Supplemental MDR 2247117-2020-00056_s2 was filed on 17-dec-2020. Correction (17-dec-2020): supplemental MDR 2247117-2020-00056_s2 incorrectly listed the MDR as MDR 2247117-2020-00096_s1.

Manufacturer narrative:
The customer contacted siemens to report that a falsely elevated human chorionic gonadotropin (hcg) test result was obtained from an immulite 2000 instrument. Siemens is investigating the issue. MDR 2247117-2020-00050 was filed for the same event.

Event description:
A falsely elevated human chorionic gonadotropin (hcg) test result was obtained from an immulite 2000. The initial test result was reported to the physician(s). The same sample was repeated four times on the same instrument giving lower test results. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated human chorionic gonadotropin test result.